Event description:
Cervical plate was placed on c-spine to assist in the taking and healing of a fusion. Levels involved were c4-c7. Two months later rptr was involved in a motor vehicle accident. Rptr's car was rear-ended at 4-5 mph. The plate snapped at the c6-c7 level. There is a clean break in the plate and the lowest section is displaced 2 cm. The fusion is ok.